Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. Where was the surgicel used (on what tissue)? 7. How was the surgicel placed? One layer, wadded, etc.? 8. How much surgicel was used during the procedure? 9. Was the surgicel product left in place? 10. What were current symptoms following the index surgical procedure? Onset date? 11. Has any surgical or medical intervention been performed? 12. What is physician¿s opinion as to the etiology of or contributing factors to this event? 13. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative symptoms? 14. What is the patient¿s current status? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a right cerebral resection of epileptogenic foci procedure on (B)(6) 2021 and absorbable hemostat was used. The patient with intractable epilepsy underwent the procedure under general anesthesia. Absorbable hemostat was routinely used to cover the brain tissue wound after resection of epileptogenic foci to prevent postoperative bleeding. Six days later, the patient complained of severe persistent headache. On the 7th day after operation, reexamination of cranial CT showed suspicious "encapsulated effusion" sign in the surgical residual cavity, obvious edema of peripheral brain tissue and obvious displacement of the midline of the brain. The dehydration was then intensified, and the patient's headache was relieved. On the 10th day after operation, CT was reexamined, and edema was still observed around the residual cavity, which was less severe than before. The midline of brain tissue was still shifted to the contralateral side of the operation, which was less severe than before. In order to promote further relief of "encapsulated effusion" and brain edema, the patient was scheduled to undergo right burr hole puncture drainage under neuroleptic analgesia on the 11th postoperative day. Additional information was requested.

Manufacturer narrative:
(B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How was the surgicel placed? One layer, wadded, etc.? How much surgicel was used during the procedure? Was the surgicel product left in place? What were current symptoms following the index surgical procedure? Onset date? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative symptoms? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.